Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
It was reported that there was an overstimulation sensation. There was a medical condition reported, noted as "super germ". In (B)(6) 2015, the stimulation was feeling faster/stronger and then it was fine. They had problems laying down because stimulation was strong down the legs. In (B)(6) 2014, the patient got a "super germ and they had to "come in with suits on" and since then the patient lost about (B)(6). There was a communication problem reported with the recharger. There was a problem with the patient programmer and they were getting the poor communication screen. In (B)(6) 2015, the patient hurt their back lifting their mother. The stimulation problem happened before that. Since (B)(6) 2015, the patient could not recharge their implantable neurostimulator (ins). The patient tired at the time of the report and was unable to communicate, they got the reposition the antenna screen. They recharged successfully about 2 weeks prior. They tried the programmer at the time of the report and got the poor communication screen. The patient contacted the healthcare provider (hcp) and was going to contact the manufacturer representative (rep).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported there was an overdischarge from not recharging. Stimulation was turning on and off by itself. The patient's stimulation was "vibrating too hard in some areas and not hard enough in other areas." These changes in therapy/stimulation were noted to be sudden. The manufacturer's representative (rep) slow charged the implantable neurostimulator (ins) and reprogrammed the patient as stimulation was not being felt where the patient wanted it. The issues resolved and the patient's stimulation was working better than ever. The patient also asked for a belt as they were never given one. The patient's indications for use included radiculopathy and spinal pain.

Event description:
Additional information received from the healthcare provider (hcp) reported that the cause of the overstimulation was not determined to be device related and reprogramming was needed. No other troubleshooting or interventions were required and the patient recovered without permanent impairment.